Manufacturer narrative:
Ound. " the device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet¿s sleep/wake button functioned inconsistently, requiring multiple presses to wake the device and at times failing to wake, which led to a missed meal announcement and a transient hyperglycemia with a reported maximum of 240 mg/dl; the device subsequently corrected glucose and the user did not receive alerts during the event. Symptoms included no reported clinical symptoms. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting, device restart, prolonged wake-button press, and review of user-provided media. Investigation of this device was confirmed and revealed a suspected mechanical or user-interface malfunction of the sleep/wake control leading to inconsistent device activation, with no evidence of sensor or algorithm failure. It was concluded, based on similar reports of intermittent button responsiveness, that a device component malfunction of the sleep/wake button mechanism was the most probable cause.